Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07c18, that has a similar product distributed in the us, list number 01l82.

Event description:
The customer reports (B)(4) assay results for one patient diagnosed with colon/liver cancer and whose sample was tested on an architect i1000sr analyzer. The following timeline of results was provided: (B)(6) 2015= (B)(6) (unprotected). (B)(6) 2015= (B)(6) (unprotected). (B)(6) 2016= (B)(6) /ml (unprotected). (B)(6) 2016= (B)(6) (protected). The patient is currently undergoing chemotherapy. (B)(6) results are not (B)(6). No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
Clinical specificity was performed using an in-house retained kit of architect anti-hbs assay lot 63246fn00. No returns were made available from the customer site. All specifications were met, indicating acceptable performance of this reagent lot. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect anti-hbs assay package insert provides information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended.